Manufacturer narrative:
All available patient information was included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) depressed sodium (na) results were generated for patients on the architect c8000 processing module. The customer provided the following results: (B)(6). The customer stated the patients were not treated based on these results. There was no impact to patient management.

Manufacturer narrative:
During troubleshooting, the customer inspected the architect c8000 processing module, serial number (B)(6), and noticed cuvettes were overflowing. The customer cleaned the obstructed nozzle, #2, #3, wash solution (rohs) (7-93257-03), which was determined to be the cause of the issue. A review of the service history for the architect c804351 revealed no additional erratic or discrepant patient results were reported. No service or complaint issues were reported on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the nozzle, #2, #3, wash solution (rohs) did not identify any trends. A review of tracking and trending for the architect c8000 also did not identify any trends for the product for discrepant patient results. The rate of erratic results for the c8000 was noted to be below the upper control limit. Manufacturing documentation was reviewed and no issues were identified. Additionally labeling was reviewed and found to sufficiently address the customer issue. Labeling includes information such as operational precautions and limitations and troubleshooting of the fluidics subsystem, troubleshooting of depressed concentration and erratic sample results, as well as provides instruction for the removal and replacement of the nozzle, #2, #3, wash solution (rohs). Based on the investigation, no systemic issue or deficiency was identified for the nozzle, #2, #3, wash solution (rohs) or the architect c8000 processing module.